Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient scheduled for revision hip surgery due to unusual early west through of poly. Upon removal of implant, liner and femoral head, all components had wear and tear. Replaced femoral head, liner and cup. Did the event occur during sterile processing? No. Did the event occur during field inspection? No. Did the event occur during internal service activities such as calibration? No. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Ip-01564663: device property of: hospital. Device in possession of: hospital. Ip-01564664: device property of: none, device in possession of: hospital, ip-01564665: device property of: hospital device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided was reviewed and found a worn appearance of the femoral head can be seen, probably due to a transfer material from the cup when in direct contact such as consequence of liner dissociation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Corrected: g1.